Manufacturer narrative:
(B)(4). Batch # p56r0g. Device evaluation: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present, uncut and the device was loading with staples. Further analysis of the device showed that the trocar was damaged no allowing the anvil to properly detached of the device. Once the anvil was detached from the device it was difficult to attached it again. No functional test was performed due the condition of trocar. No conclusion could be reached as to how the trocar became damaged. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. Video evaluation: the video shows an aqr monitor, in the aqr monitor, tissue bleeding can be seen. Based on the video alone the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, could not detach the anvil. Opened the packing, before used on the patient, found could not detach the anvil. Customer want to close the jaw and return the sample to us, found the rotating knob did not work. Another device was used to complete the surgery. There were no adverse consequences to the patient.